Event description:
A 16 mm diameter x 11.5 cm length aneurx iliac stent graft was inserted into a patient for treatment of an abdominal aortic aneurysm. Aneurysm an vessel morphology are unknown. It was reported that the physician was unable to deploy the stent graft. The stent graft was removed from the patient and another aneurx stent graft was used to successfully complete this case. The patient was reported to be fine. The device was returned to medtronic and the analysis has been completed. With the information received and the test performed on the returned device it is possible that the cause of inability to deploy the stent may have been related to the disconnection of the quick disconnect button. During the analysis of the stent graft, the quick disconnect button was reconnected and the stent graft deployed with no issue.